Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a small, round puncture to the shaft. A functional evaluation could not produce any cautery at the electrodes of the device. The customer provided images were found to display the same damage to the device found in the investigator's visual inspection. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was verified. Factors that may have contributed to the reported incident include an impact force with another object. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder rotator repair, instruments inside patient, the wand shaft of the probe was broken, cannot work. The patient was under anesthesia when the delay occurred. The procedure was completed with a s+n back up device. A significant delay and no patient injury or other complications were reported.